Event description:
It was reported that the stem of the user interface of the ventilator broke during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The broken user interface holder was replaced and the ventilator was returned to clinical use. No parts were returned for investigation. The previous investigations show that the panel holder can break when subjected to high mechanical stress. The root cause could not be established.

Event description:
Manufacturer ref.#: 275678.